Event description:
It was reported that the health care professional was drilling the facet and noticed the tip of the match head had broken off the clearview. Tip was not found but was presumed to have been sucked into suction cannister. Not found in patient. Tool was replaced with another from shelf and case was completed. Nursing staff discarded broken tool so unable to be returned for analysis. Irrigation was in use. No patient impact was reported. The procedure was completed using backup products. On follow up it was confirmed as there was no patient or staff impact associated with this device and the procedure was being performed when the event occurred was l4/5 tlif, there was delay in the surgical procedure e of 15 mins.

Manufacturer narrative:
H3: no conclusion can be drawn, as the device was discarded by the customer. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.